Event description:
It was reported that during a laparoscopic cholecystectomy, the device locked into place but the end of the jaws were yielded and they were stuck on the tissue. The surgeon worked with the device and it released from the tissue, no intervention was required. A new like device was used to complete the case with no patient consequence. The device is available for return.